Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: device did not staple or cut when fired. The surgery was completed manually. There was no reinforcement material used. There was unanticipated tissue loss. There was unanticipated tissue damage. There was an unanticipated extension of the incision by more than an inch. There was no blood loss of 500cc or more. There was an extension of hospital stay.